Event description:
Pt was descending from 8" step using parallel bars. Bars had been checked for safety by staff for stablility before pt used the bars. Pt fell forward and landed on left hip. X-rays were negative. "Uclever" pin did not engage fully into the slot. Hospital notified MFR. (Yr. 1995 installed)